Manufacturer narrative:
On 19-jan-2017, an fse conducted follow-up with the customer over-the-phone to address the reported event where the fse recommended changing the needle and decontaminating the instrument. On a follow up call, the customer indicated that the low total area problem resolved by itself and provided no additional information about what was done to the instrument. A review of complaint history for the next three months after this ticket did not identify any further assistance requested by the customer related to low total areas. No further action was required by field service. The most probable cause of the reported event was undetermined. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported low total areas (ta) issues only with patient samples with their g8 analyzer. The customer reported discrepant hba1c patient results. A field service engineer (fse) was dispatched to address the reported event, which resulted in hba1c in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant results reported.